Event description:
There is no patient impact associated with this complaint. The patient reported that the bolus history and bolus amount in the total daily dose history show 0.00 units delivered on all days between (B)(6) 2011. She noted that her health care provider advised her to animas customer support (cs). During the contact, cs instructed the patient to complete 0.05 unit air bolus; she confirmed that this bolus and other bolus doses from this day appeared in the bolus history as expected. This complaint is being reported because of the possibility that the pump did not record all insulin delivery amounts during a 13-day period in (B)(6) 2011.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: one zero unit bolus appeared in the bolus history occurring on (B)(6) 2011 at 11:36 pm. The daily basal deliveries were correct and basal and bolus deliveries were correctly reflected in the daily insulin delivery totals. The pump was exercised for 24 hours without any unprogrammed boluses occurring. A normal and an audio bolus were programmed successfully and both were accurately recorded in the pump history. The keypad was tested and removed; no hypersensitive or defective button contacts were found. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.